Event description:
The holter recorder was connected to the patient to record heart rate for 48 hours. When the monitor was taken off of the patient and connected to the computer to download the information, nothing was transferred. Test had to be repeated causing a delay in treatment. There are six additional devices that had broken cases which caused them to stop recording. These all lost either part or all of the recorded data. (Either the battery compartment was broken so the battery was not seated properly and the device didn't record, or the case was broken such that the back of the device was not secure and the device did not operate).======================manufacturer response for holter recorder, aria (per site reporter).======================manufacturer repaired.